Event description:
It was reported that during a surgery the spacer was not able to expand, but was left in the patient post operatively. This event occurred in japan.

Manufacturer narrative:
The device was not available for evaluation. The expansion driver was returned under and was able to successfully expand implants during evaluation. It is possible that the expansion driver was not properly engaged with the expansion feature of the implant leading to a lack of expansion, however because the implant was not returned for evaluationno determintions could be made as to the cause of the reported issue.